Event description:
It was reported that the health care professional (hcp) called technical services (ts) for further review of the implantable cardioverter defibrillator (ICD) presenting electrogram (egm). Upon review, atrial farfield oversensing which led to inappropriate atrial tachy response (atr) was observed. Ts provided the hcp with programming recommendations. At this time, the ICD remains in service. No adverse patient effects were reported.